Manufacturer narrative:
The insulin pump was received with a blank display and the problem was isolated to the interface board. It was noted that the pump was received with a cracked reservoir tube lip and a severely scratched display window.

Event description:
It was reported that it was impossible to restart the insulin pump. The insulin pump also had a blank screen.